Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached an unknown level. It was also reported that the controller would not turn on. The patient did not provide information on symptoms, how they were treated for the issue and the duration of the medical event. Three follow ups were attempted but no new information was provided.